Event description:
Report received of an over-delivery of tpn. The pump was programmed to deliver tpn, 1120ml over 12 hours. It was reported that the bag was empty 2 hours before the tpn was due to be completely infused. There was no adverse patient event as a result of the reported over-delivery. No medical interventions were required for the patient. Though requested, there was no further information available.